Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: blood glucose (bg) values from 51-53 mg/dl were recorded by continuous glucose monitor (cgm) from 4:21:21 am to 4:31:21 am on (B)(6) 2020. Cgm alert 1 (cgm low alert) enunciated at 4:21:21 am. A tubing fill of size 11.64 units was observed on (B)(6) 2020 at 11:28:20 pm. If user did not disconnect during the ¿fill tubing¿ step of the cartridge change sequence, insulin would be delivered, and this could cause bg levels to drop. On (B)(6) 2020, at 10:38:48 pm, user made a bolus request while still having insulin on board (iob). Making bolus requests while still having iob could lead to a low bg event. Blood glucose (bg) values from 43-47 mg/dl were recorded by continuous glucose monitor (cgm) from 7:48:23 pm to 7:58:23 pm on (B)(6) 2020. Cgm alert 1 (cgm low alert) enunciated at 7:48:23 pm. A tubing fill of size 14.1862 units was observed on 6/11/2020 at 1:27:02 pm. If user did not disconnect during the ¿fill tubing¿ step of the cartridge change sequence, insulin would be delivered, and this could cause bg levels to drop. On (B)(6) 2020, at 4:38:28 pm, user made a bolus request while still having insulin on board (iob). Making bolus requests while still having iob could lead to a low bg event. There is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40 mg/dl. Bg cause was not known. Customer consumed carbohydrates to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.